Event description:
It was reported during a da vinci si hysterectomy procedure, the tenaculum forceps instrument stopped responding. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Late submission of this medwatch report is due to a reporting oversight by the responsible complaint handler.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation confirmed the customer reported failure mode. Evaluation found that the cable at the distal idler pulley is frayed, thus causing the issue experienced by the customer. The frayed cable section is approximately 0.13 in length. No damage was found on pulley. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage found to the instrument's cable at the distal idler pulley found during failure analysis could likely cause or contribute to an adverse event if the malfunction were to recur.